Event description:
It was reported that during pre-surgery, it was observed that the motor device had an e6 error code. There was a five minute delay to the surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper sterilization causing the flex circuit to go bad which is indicative of misuse, abuse and/or error by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.